Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. It was reported that the insulin delivery was not suspended due to sensor glucose values. Customer declined to troubleshoot for high blood glucose. The customer was advised issue is most likely due to sensor not situated properly in the interstitial fluid preventing the sensor from properly tracking changes in glucose. The insulin pump will not be returned for analysis.